Event description:
It was reported, by the clinician, that the hub of the catheter "came off after a couple of days". The hub was on the distal lumen and was "only used for central venous pressure purposes". The clinician reported that the catheter was not removed nor replaced, due to the hub. There were no reported patient complications.

Manufacturer narrative:
Evaluation: one central venous catheter was returned and was missing the distal extension line clamp and part of the catheter body. The distal extension line hub was detached from the catheter. The catheter and detached hub were visually examined under magnification. The end of the extension line tubing was still inside the hub and was torn approximately 0.5mm inside the edge of the hub. The reported complaint of a detached hub was confirmed. The extension line was inserted into the hub to the specified depth. The potential cause was excessive twisting or pulling force on the extension line. The device history record was not reviewed because the potential cause was evident by evaluation of the returned sample.